Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app) leading to a revision surgery. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor underwent a thorough analysis. The cylinders and pump were visually examined, and leak tested. It was noted that the rear tip extenders (rte) had damage consistent with sharp instrument damage. The pump component had been cut from the cylinders at the kink resistant tubing (krt); however, the pump passed the leak test. Visual analysis of the cylinders noted the first cylinder had wear at a fold in the middle of the cylinder body and a hole at the fold with broken fabric threads. Additionally, this cylinder had a leak and a bulge at a fold in the middle. The second cylinder also presented wear at a fold in the middle of the cylinder body. The second cylinder passed the leak test performed. Based on the information available and analysis results, the identified leak and bulge with broken fabric threads identified in the middle of the cylinder could have caused or contributed to the reported clinical observation of inflation issues. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app) leading to a revision surgery. There were no patient complications.